Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that the pump time was incorrect by 5 minutes following the pump reset. Reportedly, customer corrected the pump time to resolve the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 175 mg/dl to 232 mg/dl.